Manufacturer narrative:
(B)(4). Concomitant medical products - bi-metric porous stem pn: x11-180312 ln: 158550. Ceramic biolox head pn: 650-1055 ln: 129420. Active articulation bearing pn: ep-200144 ln: 363180. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-04359. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a closed reduction about a month after a hip revision procedure due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.